Event description:
Event [preferred term] (related symptoms if any separated by commas) novopen 6 display is blank/pen's display no longer functions [device information output issue] case description: this serious spontaneous case from germany was reported by a health care professional as "novopen 6 display is blank/pen's display no longer functions (no image display on device)" with an unspecified onset date, and concerned a male patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "device therapy", patient height, weight and bmi (body mass index) were not reported dosage regimens: novopen 6: medical history was not provided. On an unknown date, patient's novopen 6 display is blank. Batch numbers: novopen 6: nvgcg18 the outcome for the event "novopen 6 display is blank/pen's display no longer functions (no image display on device)" was not reported. Upon analysis of the returned product, a fault which may lead to a medical consequence was found. Display was blank. This case was re-classified to a serious incident due to this fault the event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. On 03-jul-2024: the case changed status from non-valid to valid as patient's initials and gender were reported' since last submission the follwing has been updated: patient initials, gender, date of birth were added, become a valid case narrative updated accordingly. No further information available. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. References included: reference type: e2b company number. Reference ID (B)(4). Reference notes: h3 continued: no (attach page to explain why not) or provide code 02 device evaluation anticipated, but not yet begun.

Event description:
Case description: this non-serious spontaneous case from germany was reported by a health care professional as "novopen 6 display is blank/pen's display no longer functions(no image display on device)" with an unspecified onset date, and concerned a male patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "device therapy", this report is for a foreign device that is assessed as "similar" to us marketed novopen echo. Since last submission the following has been updated: -on (B)(6) 2024, an amendment was performed. Since last submission, case was downgraded from serious incident to non-serious incident upon re-evaluation. -medically significant has been unticked. -narrative updated accordingly. Reference type: mw 3500a MFR. Rpt. #. Reference ID#: 9681821-2024-00122. Reference notes: medwatch 3500a MFR. Report number.